Manufacturer narrative:
Was filed in error and should be disregarded as this product was never implanted. Concomitant medical products- g7 finned 4 hole shell 60g catalog#: 110017107 lot#: 3814099. Complaint sample was evaluated and the reported event was confirmed. One g7 liner was returned and evaluated against the complaint. Visual inspection on liner identified several nicks and marks around the face of the liner. These most likely occurred during the attempted implantation. The locking features of the cup are damaged in several places, as well. The anti-rotation tabs do not show any signs of damage but the locking flange shows signs that the cup wasn¿t inserted squarely. One third of the circumference of the flange is distorted and has small fragments of poly hanging off. Other sections are pushed in and flared out from original specifications. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). It is unknown if the device will be returned for evaluation at this time, the information is being followed up upon. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
T was reported that during the procedure the liner would not seat correctly. A different liner was used to complete the procedure. Delay to surgery was 10-15 minutes. No further information is available at this time.